Manufacturer narrative:
The reported event of device in backup-mode was confirmed. Capturing problem, and premature discharge of battery were not confirmed. The device was in backup mode upon receipt consistent with low battery fluctuation, and battery at end of service level. Electrical test performed after replacing the battery indicated normal functionality and all pacing parameters were within normal range. Further evaluation at various pulse amplitude measured current level within normal range and no indication of premature depletion was noticed. Longevity assessment was performed based on average drain current and the device exceeded seventy-five percent of projected longevity indicating normal battery depletion. No other anomalies were found.

Event description:
It was reported patient's pacemaker inappropriately went into backup mode. The device exhibited high output voltage rates which caused premature battery depletion. The pacemaker was explanted and replaced successfully. Patient was stable.

Manufacturer narrative:
Additional regulatory report submitted for correction of h6 codes.